Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to other/non-product experience. Additional information was received confirming this lead was damaged during the generator changeout, it was not pacing or sensing. A new lead was implanted as replacement in the same procedure and no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was surgically abandoned as it was damaged during the generator changeout, it was not pacing or sensing. A new lead was implanted as replacement in the same procedure and no additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Corrected field: b5 (problem description) was updated with a more concise verbiage . H6 (device codes) "pacing problem" code was corrected/replaced with "failure to capture".